Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms on the device. The customer's blood glucose was 280 mg/dl. Troubleshooting was performed. They were able to clear the alarm. However, the device failed the self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device trace download confirmed hardware low level failures problem isolated to the keypad.